Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
When removing the catheter patient noticed the end of the catheter had broken off about 2-3cm and that he was bleeding, the broken off piece could not be found. Patient rang the 111 service and was told to go to (B)(6), where several hours later it came out spontaneously in a flow of urine. He had to have a cystoscopy to check for damage and after several attempts and an hour or so later he was then fitted with an in-dwelling catheter. He has been advised that this needs to stay in for 2-3 weeks where he will have additional investigations to ensure the area has calmed down, as there was a lot of irritation and swelling. Patient was called back and he advised that he had been back to the hospital due to more bleeding which caused some blockage, they have had to flush through.